Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2014 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. The black box begins on (B)(6) 2014. The pump was used after the original complaint date (B)(6) 2013 and all histories and black box data for event have been overwritten. There are no eaw¿s related with the complaint in the existing black box or alarm history. The tdd¿s add up correctly and reflect the users programmed basal rate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that during the weekend of (B)(6) 2013 the patient experienced blood glucose (bg) excursions due to inconsistencies with healthcare provider (hcp) instructions versus instructions from the bg management team. The reporter stated that the patient's hcp instructed her to cut the patient's basal rates in half due to a half-mile diabetes walk that the patient was participating in. The reporter stated that she was familiar with using temporary basal programs; however, the hcp stated this was too complicated and instead reduced all the basal rates to half the normal rate. The reporter stated that after the walk, they forgot to change the basal rates back to what they normally are, and the patient subsequently experienced elevated bg of 500 mg/dl with the symptom of being angry. The patient's hcp reportedly instructed the patient to come off the pump and use an insulin pen with long-acting insulin. The patient was reportedly put back on the pump with long-acting insulin still in her system, and the patient reportedly experienced a low bg of 66mg/dl with the feeling of flying. The reporter stated she then used temporary basal programs as recommended by the bg management team and the patient's bgs resolved. There was no indication or allegation of a pump malfunction. The reporter was instructed to discuss the issue with the patient's hcp and bg management team to avoid future discrepancies with bg management instructions. The reported low bg does not meet criteria for a serious injury. This complaint is being reported due to the allegation that the patient experienced hyperglycemia while on insulin pump therapy related to basal rate changes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.